Event description:
It was reported the patient lost weight, causing the ipg to be superficial. The patient experienced discomfort due to the issue. Surgical intervention was undertaken on (B)(6) 2024 during which the ipg was relocated. Stimulation was restored following the procedure.

Manufacturer narrative:
B3- date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.